Manufacturer narrative:
The customer¿s report of set cracked and leaked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 0.410 inches long. Visual inspection of the luer (cavity 51) observed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under magnification to determine if any stress marks were noted. No stress marks were observed. Functional testing confirmed leaking as fluid flowed through the crack on the female luer. Further visual inspection was performed by supplier quality engineering in which engineering confirmed is an issue with the manufacturing process of the female luer component which is manufactured by a third party supplier. The probable cause of the customer¿s report of component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer reported that there was a "dribble" leak in the pca tubing during patient use at "the luer connection where the plastic seems to be cracked." There was no report of patient harm.